Event description:
It was reported that the customer experienced low blood glucose of 29 and the paramedics were called. The glucose reading was over 300mg/dl at time of call. Troubleshooting was performed. Reviewed the priming technique and it was correct. The reservoir was showing the amount of insulin as shown on the status screen. Reviewed customer's history and found that the basal rates and bolus wizard were changed. It was stated that the customer had chest x-ray while wearing the insulin pump. Performed the displacement test and passed. Then the caller mentioned that the customer also was hospitalized due diabetes ketoacidosis and high blood glucose over 900mg/dl. It was stated that the customer experienced excessive thirst and nausea. Assisted the caller to run a manual prime and the insulin did exit. Ran the high pressure test and passed. Advised that the device is working as designed. Instructed the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.